Manufacturer narrative:
The power wheelchair preformed as intended. The end user was not exercising caution and drove off over a rock. Additionally the end user was not wearing the safety belt as advised in hoverounds owner's manual. Hoveround's owner's manual also warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments and avoid uneven or unstable surfaces."

Event description:
End user reports driving the power wheelchair outside over a rock and falling. The end user reports not using the safety belt.